Event description:
It was reported the implantable cardiac defibrillator (ICD) was at recommended replacement time (rrt) with possible early battery depletion. It was also noted the ICD had high output. It was also noted the left ventricular (lv) lead had high threshold. The ICD and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): initially, the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed battery depletion was indicated, the time of recommended replacement time (rrt) in the save to disk was (B)(6) 2011, and the device rrt was less than or equal to 2.62 volt. The weekly battery voltage log data shows min bat equal to 2.64 to 2.62 volts minimum between (B)(6) 2011 and (B)(6) 2011. There was a patient alert for low battery voltage on (B)(6) 2011. Subsequently, the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and the outer insulation had cosmetic environmental stress cracking.